Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that 20 lvp display boards needed to be replaced for dim segments. There was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 20 out of 20 returned boards. The customer returned 20 lvp display board assemblies in individual esd bags. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a test fixture attached to a cad pcu and tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments. Testing results identified 20 out of 20 returned lvp display board assemblies with dim segments. Review of the sn (B)(6) service history record showed the device had a manufacture date of 04-dec-2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 10-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for the investigation.

Event description:
It was reported that 20 lvp display boards needed to be replaced for dim segments. There was no patient involvement.